Manufacturer narrative:
The device is available for evaluation. It has not yet been received.

Event description:
The event occurred on an unknown date and involved a plum 360 infuser that was reported to over infuse. It was stated that the volume to be infused is set to 6 ml, however the device measures and infuses 6.2 ml or 6.1 ml. There is no report of patient involvement or harm.

Manufacturer narrative:
The pump was received on 2/16/2022. Investigation confirmed that the amount programmed and the amount infused on the display varied by plus or minus 0.2. This primarily happened during infusions with a rate above 400ml/hr. The device was found, through a series of testing, to be operating within the stated margin of error. The device was tested through a series of 3ml, 6ml, and 25ml vtbi's (volume's to be infused) at 25, 50, 100, 200, 300, 400, 500, 600, 700, 800, 900, and 999ml/hr protocols. The device's delivery was found to be within the plus or minus 5% variance. Volume infused was tested by weight for a higher measure of accuracy. The device had physical damage to the rear cover and door and was replaced. When the pump was programmed to deliver 6 ml at different rates (25, 50, 100,200,300,400,500,600,700,800,890 and 999 ml/hr), it was observed that when running at rates between 500 and 999 ml/hr, at the end of the infusion, the display showed a difference of about -1.7% to 3.3% compared to what was programmed (6 ml). This is consistent with what the customer reported (with exception of the detail of the rate used). However, that difference is still within tolerance (±%5) greater then or equal to 5 percent. The pump went through performance verification testing and successfully passed the test.